Manufacturer narrative:
Evaluation method: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Analysis: the valve appears slightly distorted; portrays a squeezed appearance pulling the left right and right non-coronary stent posts slightly inward or close together. The valve was received with the non-coronary left stent post bent outward approximately -9 degrees. The left cusp is slightly stiff but flexible. The right and non-coronary cusps are stiff due to tan to brown thrombotic appearing host material on the outflow. A large tear and abrasions in the left cusp adjacent to the left right commissure appears to be due to contact with the long suture tail. A large tear in the right cusp and tunica appears to be due to the removal of host tissue during explant. A large ring of glistening off white pannus stained with coagulated body fluid appears to have been attached to the inflow possibly reducing the orifice area and removed during explant. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the device likely attributed to both host tissue overgrowth and contact with a long suture tail. Analysis did not identify a deficiency attributed to the product that would have caused or contributed to the reported event. Device replaced with no reported adverse patient effects.

Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted after approximately 3 years of service due to thrombus and panus overgrowth. The valve was replaced with a mechanical valve, which was performed without reported complication. No adverse patient effects were reported.